Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 400 mg/dl. During troubleshooting with tandem technical support, a small air bubble was noted. In addition, the customer stated that they had mixed insulin from an older vial and a newer vial to fill the cartridge. The customer had recently traveled with the older vial of insulin and the storage conditions had not been ideal. When the customer removed the infusion set cannula, crystallized insulin was noted in the cannula. It was indicated that the customer would change out all supplies.

Manufacturer narrative:
Brand name, common device name.